Event description:
It was reported that the patient had a full system replacement due to high impedance. The battery was replaced prophylactically. The device has not been received for analysis to date. No additional information has been received to date.

Event description:
It was reported that the high impedance was observed on both the old and new generators prior to lead replacement. No additional information has been received to date.